Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Labeling was reviewed and found to adequately address set up of the cell-dyn 3200 waste line, as well as hazard information. The risk management file for the cell-dyn 3200 also adequately addresses controls in place to reduce risks to operators. Tracking and trending identified no similar complaints for the time period of (B)(4) 2010 through (B)(4) 2011. Based on the investigation, no product deficiency was identified for the cell-dyn 3200 related to the reported issue.

Event description:
An abbott field service engineer (fse) was splashed in his mouth with waste fluid from a cell-syn 3200 analyzer. The customer had changed the waste tank the previous night from a full tank to an empty tank. The setting on the cell-dyn 3200 analyzer waste tank appeared to be incorrect and the waste tube became detached from the waste tank when the analyzer was started up during the fse's visit. The fse immediately rinsed his mouth with water. The next day the fse sought medical attention. There was no impact to the customer, or patient management.